Event description:
It has been reported to philips that the device was not switching on. The system was not in clinical use at the time of the event. There was no reported patient or user harm. A philips field service engineer (fse) visited the site and determined the host computer (pc) cmos battery drained. The fse replaced the cmos battery, and the device was returned to expected functionality.

Manufacturer narrative:
No additional information has been received. Device problem code was corrected.